Event description:
Medical safety reported complaint from literature that were reviews for post market surveillance reporting. Article title: 360-degrees osteosynthesis via a posterolateral transpedicular approach in high-risk patients (eicker, s.) Publication date: jan 2012. This study investigates the efficacy and feasibility of a single-state, circumferential spinal cord decompression via a solely posterior approach, as a less-invasive alternative procedure to standard combined anterior-posterior approaches. N=1 slight cage dislocation (no revision).

Manufacturer narrative:
No follow up report is anticipated as the product was not revised. The source of the report is the following literature source: article title: 360-degrees osteosynthesis via a posterolateral transpedicular approach in high-risk patients (eicker, s.) Publication date: jan 2012 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned/still implanted.